Event description:
The rptr stated that the co will not sell him a sensor pad because the hosp does not have a svc contract. The camera scans the pt from head to toe very close to the pt. The sensor pad is a safety device to protect the pt; if the pt moves, it shuts down the machine. The rptr further stated that the hosp cannot do certain procedures because it does not have the part. The device was purchased in 5/92, and buying a svc contract was not a precondition.